Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while applying gentle pressure to the lesion, the physician heard a slight noise from the motor drive unit and the device became entangled and stuck with the non-bsc guidewire inside the patient's body. The entire system was removed from the patient. Despite attempts, the guidewire and product could not be separated outside the body due to the entanglement. The procedure was successfully completed using another of the same device without any injury to the patient.

Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while applying gentle pressure to the lesion, the physician heard a slight noise from the motor drive unit and the device became entangled and stuck with the non-bsc guidewire inside the patient's body. The entire system was removed from the patient. Despite attempts, the guidewire and product could not be separated outside the body due to the entanglement. The procedure was successfully completed using another of the same device without any injury to the patient.